Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported event was confirmed. In addition, air water nozzle blocked with paper cloth foreign debris, foreign objects coming out of distal end, and bending section cover wear were observed. The probable cause of the malfunction was due to wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii gastrointestinal videoscope water and air channel is clogged. During a standard service inspection of the customer returned device, the air water nozzle was blocked with foreign debris. This report is to capture the reportable malfunction found at inspection. The event occurred during receipt inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that paper-like foreign material was clogged in the nozzle. There was no damage or deformation to the nozzle. The instructions for use (IFU) has the following description as a pre-use inspection method for air and water nozzles. ·operation manual_ preparation and inspection. -inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system. * inspection of the air-feeding function. * inspection of the objective lens cleaning function. IFU has the following description about reprocessing of air/water nozzles/channels. ·reprocessing manual_ precleaning the endoscope and accessories. -preparation: immediately after the patient procedure, with the endoscope still connected to the equipment used in the patient procedure (i.e., the light source, video system center, suction pump), perform the following precleaning steps at the patient bed side. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter ((B)(6)) after each patient procedure. -manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. Olympus will continue to monitor field performance for this device.